Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's desktop charger connector pin was loose and that the ins recharger has needed more frequent charging. A new desktop charger was sent to the patient. It was also reported that the patient has been needing to charge the ins more frequently since around the beginning of the year. No programming changes/increase in parameters were mentioned. It was noted that the patient used to charge every 8-9 days. The patient was advised to follow up with their hcp to address ins charging intervals. No further complications were reported.